Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 to treat stress urinary incontinence and an obturator sling was implanted. It was further reported that the patient underwent a removal of an obturator sling on (B)(6) 2005 due to recurring urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06115. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, fistulae, recurrence and dyspareunia. It was also reported that the patient underwent mesh removal on (B)(6) 2014 out of medical necessity. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urine loss, burning sensation, cloudy urine, urinary tract infection, urgency, frequency, nocturia, and nocturnal enuresis.

Event description:
It was reported that following insertion the patient experienced urine loss, burning sensation, cloudy urine, urinary tract infection, urgency, frequency, nocturia, and nocturnal enuresis.

Manufacturer narrative:
Date sent to FDA: 04/19/2017. (B)(4). It was reported that following insertion the patient experienced urinary retention.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and on (B)(6) 2006 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.